Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reer0476 ) have been reported from the same facility (B)(6).

Event description:
It was reported the customer was placing a PICC. It was stated while trying to split the introducer, a circular ring from the orange part would not split. It stayed around the catheter. The rest of the introducer was split. Scissors were needed to remove the circular ring from the catheter.